Manufacturer narrative:
Insulin pump received with partial display due to corroded electronic assemblies. Insulin pump received with corroded battery tube and corroded motor home switch. Insulin pump received with cracked battery tube threads, minor scratches on case, pillowing keypad overlay, cracked case (battery tube), missing display window cover, cracked retainer and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was 2.4 mmol/l. The customer stated that insulin pump casing has cracked around and down the side of the battery compartment. The product was returned for analysis.